Event description:
It was reported to boston scientific corporation that during a procedure involving a prolieve thermodilatation kit, the patient felt the balloon pop. The treatment was stopped, catheter changed, new ultrasound done and the procedure was successfully completed. There were no patient complications reported as a result of this event. Patient's condition was reported as "fine".

Manufacturer narrative:
The suspect device was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The lot number, 614694, provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. Product unavailable for analysis.